Manufacturer narrative:
A co svc rep checked system and found it to meet performance specifications. No information on cause of separation of irrigation line to date. Handpiece was not returned for eval.

Event description:
Reporter noted corneal burn during sculpting. Found irrigation line disconnected from phaco handpiece. Upon reconnection, handpiece was clogged; changed handpiece to complete case. Completed case without further problem. No intervention reported.